Event description:
It was reported that the day following a pulse field ablation (pfa) procedure using a farawave catheter the patient presented with chest pain and a small pericardial effusion. The procedure had been completed successfully and the next day the patient reported experiencing chest pain. A small pericardial effusion was identified, and the patient was diagnosed with pericarditis. Medication was prescribed and the condition is considered ongoing. No further complications have been reported. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but a response has not been received yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.